Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion on the distal end. A root cause could not be identified. Based on the results of the investigation, a cause could not be determined. Additionally, the most probable cause for the malfunction distal end has corrosion was traced to component failure. Should additional relevant information become available a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a fuzzy image. The issue occurred during inspection for use. There were no reports of patient involvement.